Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had no image. The issue occurred during installation for a diagnostic procedure while the patient was under sedation, and the device was outside of the patient. There were no reports of patient harm.